Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the pump was suspended on (B)(4) 2012 at 5:17 pm and delivery of insulin was not resumed until (B)(4) 2012 at 6:05 pm. The history also revealed the pump was suspended on (B)(4) 2012 at 11:23 pm and insulin delivery not resumed until (B)(4) 2012 at 10:39 am. There were no alarms or pump conditions recorded in the black box or alarm history that indicate a malfunction. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2012, a (B)(6) contacted animas and left a voicemail requesting a replacement pump for the patient as he had been admitted into the hospital on (B)(6) 2012 with a diagnosis of dka. Animas customer support contacted the patient to obtain additional information. The patient reported that he was admitted on (B)(6) 2012 at approximately 10pm with symptoms of extreme nausea and vomiting. The patient reported that his blood glucose (bg) on admission was 578 mg/dl when tested on a meter and 613 mg/dl with a lab instrument. The patient reported initially being placed on an insulin drip and claimed he was started on injections on (B)(6) 2012. During hospital stay, the patient stated they attempted to resume insulin pump therapy on several occasions; however, each time his bg's would elevate to 350-400 mg/dl. The patient informed customer support that his elevated bg readings would not respond to boluses administered via the pump. At the time of troubleshooting, the patient confirmed he was still hospitalized. Prior to hospitalization, the patient claimed that on (B)(6) 2012 he did a routine site change and sometime afterwards his bg began to rise and did not respond to corrections or increases in temporary basal rates. The patient denied having any site issues. The patient confirmed the pump was set to the correct date and time and all advanced features were set correctly. The patient claimed all basal settings were correct and totals consistent with increased temp basal. Per bolus history, all boluses delivered after site change on (B)(6) 2012 after 3am. All basal and bolus totals added up with total daily delivery (tdd). After review of pump settings and history, customer support informed the patient that it appeared that the pump was delivering all programmed insulin. Although troubleshooting did not reveal a malfunction of the animas device, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.